Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e. Evaluation: the device was returned to zoll medical malaysia. The customer's report was observed during testing. However, the report could not be duplicated. However, without receipt of the device we are unable to firmly determine root cause. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.